Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a discrepancy between sensor glucose and blood glucose and unexpected suspend (low sensor glucose) and also experienced hypoglycemia with blood glucose value of 150 mg/dl. The customer reported hypoglycemia was treated with glucose/carb intake. The event involved product(s) mmt-1884l, mmt-431ak, mmt-7040a, mmt-342g. Troubleshooting was performed. The sensor glucose value was 81 mg/dl, while the blood glucose value was 150 mg/dl, resulting in a difference of 69 mg/dl. This difference was outside the target range, and insulin delivery was suspended due to the low sensor glucose value (81 mg/dl), triggering a suspend on low/suspend before low event. Low limit in the sensor settings was 70 mg/dl. The customer declined to troubleshoot for hypoglycemia. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer response was the device will be returned. No product return is required for mmt-431ak, mmt-7040a, mmt-342g.

Manufacturer narrative:
Pump passed the displacement test, self-test, rewind test, prime/seating test, basic occlusion test and force sensor test, self-tests. Thus and software was utilized and downloaded trace/history files properly. No unexpected prime/fill and e/a alarm anomalies noted during testing or in the file history. Pump was cut open to perform visual inspection no moisture damage on the electronics, keypad assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. In conclusion, pump passed all testing required and no unexpected suspend [low sg], prime/fill anomaly, flow blocked alarm/no delivery alarms noted during testing or in the trace/history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.